Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:52:14. During night drain cycle one, the patient's ultrafiltration reading was 205ml, indicating the home patient (hp) drained 205ml more than their maximum programmed fill volume of 150ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 205 ml during therapy initiated on (B)(4) 2011 at 19:52, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 19:52. Fill 1/1 was bypassed. The fill volume was 0 ml, which was less than the expected fill volume of 150 ml. Review of the event log revealed the cycle one drain was completed in addition to three manual drains and the user's actual drain volume during cycle one was 205 ml. The actual drain volume of 205 ml is 137% of largest prescribed fill volume (lpfv) of 150 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.